Event description:
During pick/pack process at (B)(6) pharmacy, cpht noted that smith's medical cadd ext set pulled for patient supplies # (B)(4), lot # 51x059 was not labeled as per the box it came out of. It was labeled as # (B)(4). Review of the ext set showed the ext set was not what was described on the label but what was described on the box. Two hundred boxes labeled as # (B)(4), lot # 51x059. Fifteen boxes investigated with 3 ext sets mislabeled. Smith's medical notified. Diagnosis for use: primary pulmonary hypertension.